Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. Additionally, the instrument was found to have a frayed grip/yaw cable at the idler pulley location. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The instrument was found to have mechanical indentations/burrs at the distal clevis. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley location. The instrument failed the intuitive motion test. The instrument was observed to exhibit imprecise motion. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.